Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion. The customer stated that a patient was on the ventilator when the reported issue occurred, there was no patient harm or injury.